Event description:
Fluid in optical system.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for eval. The eval was able to confirm the user¿s report of image difficulty, but not the presence of fluid in the system. The failure was triggered by a damaged electronic part inside the ccu plug. It is associated to rough handling, as the respective scope has been serviced already two times before due to damages occurred during use. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in abundance of caution.